Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was unknown. Troubleshooting was performed and customer did not have a new battery to install. Customer was advised that battery cap would be replaced.